Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. (B)(4).

Event description:
The customer reports that the x-ray generator will intermittently break down.